Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that approximately 6 hours into a tpn infusion a leak was noticed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Additional information provided. The customer¿s report of leaking and a cracked accuslide was confirmed. Visual inspection of the set noted a vertical hair line crack 2cm long on the front of the accuslide component. There were no other anomalies observed. Pressure testing confirmed leaking from the crack. The root cause was not identified. The cause of the crack is unknown.